Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The device was returned to bench for evaluation. Bench repair made a preliminary note about bent pins on the battery pca. There was no reported patient involvement.